Manufacturer narrative:
Correction: the cable indicated as replaced was returned unused. Therefore, the component was not replaced.

Event description:
Additional information received: the manufacturer representative arrived on site and checked numerous ethernet cables that were made available at the site, some were stored with the imaging system and some from the biomed department. All the cables tested worked properly with the imaging system. That is the reason why the ethernet cable was returned unused. After talking with the radiology tech that was supporting the case, this may have been user error and the ethernet cable was not properly inserted into the port. As of today, the imaging system has been used for a number of cases to follow this issue with no further problems acquiring a green status.

Manufacturer narrative:
Patient information was unavailable from the site. The cable was replaced. No parts have been received by the manufacturer for evaluation. No parts returned for analysis.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the imaging system was unable to connect to the navigation system. The imaging system would not show as green status on the navigation system when attempting to acquire images. The representative confirmed that the site had tripped over the ethernet cable possibly causing the network port to be damaged. The procedure was completed without navigation and medtronic imaging. A c-arm was used for placement. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.